Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown morphine via an implantable pump. It was reported that the patient had a resection of a cervicomedullary hemangioblastoma and developed meningitis and mrsa following the procedure. The patient then developed a cerebrospinal fluid (csf) leak that had been repaired on their dural graft. The decision had been made to change the their morphine pump to a vancomycin pump. Subsequently they had both morphine and vancomycin in the pump to try and clean the duralpatch. The patient then developed hydrocephalus and had to undergo biweekly lumbar punctures to relieve csf pressure. The decision had then been made to remove the pump and catheter as they may have been infected.

Manufacturer narrative:
Continuation of d10: product ID: 8709; serial#: (B)(6); implanted: (B)(6) 2004; explanted: (B)(6) 2008; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 03-mar-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.